Manufacturer narrative:
The reported complaint of loss of capture due to a header anomaly were not confirmed. The device was returned with the device above elective replacement indicator. Analysis did not find any header anomalies. The setscrews were not stripped, and they tightened normally. All connector dimensions were in specification. Leads could be fully inserted and tightened normally. All electrical tests results were normal. The device passed all capture and sense tests, and environmental testing. The device was found electrically normal.

Event description:
Additional information received confirmed arrhythmia and high pacing impedance measurements were noted during the follow-up in clinic. During the revision, the lead was replaced, however, the electrical anomalies continued. The suspected root cause of the event was a header anomaly. During the same procedure, the device was explanted and replaced. The patient was stable.

Event description:
During a follow-up in clinic, a loss of capture was noted on the device due to a suspected header anomaly. The device was explanted and replaced. The patient was stable.